Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the 8mm large suturecut needle driver (lsnd) instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found the needle driver tip was broken. The instrument had a broken grip at its base, with a piece measuring approximately 7.86millimeter by 2.94millimeter detached and not returned. Adjacent components were undamaged. The probable root cause for the failure mode broken grip tips on instruments and detached fragments is attributed to damage during use, which may result from applying excess force on the instrument shafts or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.